Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The stylet/guidewire was broken. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. Guidewire insertion could not be tested due to a fragment of a guidewire stuck in the lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, when the guidewire was removed from the lead, it was noted that part of the wire was separated and still in the lead. About one centimeter was protruding from the lead tip. The lead and remaining wire were removed. A new lead was implanted. It was further noted that when a new guidewire from the same lot was opened, it was observed that the second wire was frayed at the distal end. This wire was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, when the guidewire was removed from the lead, it was noted that part of the wire was separated and still in the lead. About one centimeter was protruding from the lead tip. The lead and remaining wire were removed. A new lead was implanted. No patient complications have been reported as a result of this event.